Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "clamp on the purple lumen of PICC broke off when unclamping it after changing the needleless connector. Its' just my PICC was (B)(6) old. IV team were notified, advised to send him there on his next dressing change for line evaluation and possible catheter exchange. Patient was aware but he said he is not interested at this time."